Event description:
The customer reported that two (2) verathon bladderscan device battery chargers were involved in a thermal event located in the facility's urology clinic. The facility was closed at the time of the event and no injuries were reported. The clinic staff reportedly placed the batteries in both chargers prior to leaving friday afternoon. At approximately 12:39 am monday morning, the facility switchboard was notified of an active alarm. The room's sprinkler system was activated and extinguished the thermal event.

Manufacturer narrative:
The facility indicated that all material involved in the event was quarantined by the facility's risk management office. On 24 jan 2023, verathon representatives visited the facility to perform an initial visual investigation of the quarantined material. Also present during the inspection were representatives from the facility's health and safety department, the facility's floor shift lead, representatives from the battery supplier, and an electrical forensic engineering consultant as directed by the facility's insurance provider. It was determined that one (1) bladderscan prime battery charger, two (2) bladderscan prime battery packs, one (1) bladderscan bvi 9400 battery charger, and three (3) bladderscan bvi 9400 battery packs, were involved in the event. The left-hand side of the bvi 9400 battery charger and the battery seated in the left charging position received the most damage of all the products involved. No identifying markings were available for two (2) of the bvi 9400 battery packs involved in the event. Of the 18 bvi 9400 battery cells (each battery pack contains six (6) battery cells), verathon visually identified three (3) bvi 9400 battery cells which had breaches in the battery cell walls. At the end of the visual inspection, all devices were placed in evidence bags and placed in a fireproof safe located in the facility's security office. Currently the cause of the event is unknown and the extent of the involvement of verathon's device(s) is unknown. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Following the facility's investigation of the subject devices involved in the event, additional failure analysis was conducted by an independent, third-party laboratory. Evidence provided to verathon and the facility by the laboratory indicates that an internal short circuit within one of the battery cells occurred which led to the thermal event. Upon evaluation of the bladderscan bvi 9400 charger and batteries, there is evidence of two (2) batteries having been in the charger at the time of the event, with the greatest damage on the left side of the charger. Both right and left battery circuit boards showed thermal damage consistent with an electrical short and subsequent venting of battery cells. Radiographs of the battery cells identified as being in the battery charger's left pocket show the anode tab from one cell is deformed which likely created pressure on adjacent electrode edges. The pattern of damage of the anode tab indicates an electrical short between electrode layers in this location likely occurred. The root cause for the deformed anode tab in the cell is not known. This is the only event verathon is aware of showing deformation of the anode tab leading to a short, further indicating that this is an isolated event. Trend analysis for the bladderscan bvi 9400 does not identify any trends exceeding acceptable limits. The system risk assessment was reviewed and verathon determined that corrective action is not required at this time. Verathon will continue to monitor for trends.